Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming. "No disposable, pump won't run". Per reporter residual volume was: 43 ml, rate 2.3 ml.hr and 61.1 was given. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(6).